Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow up report will be submitted with all additional relevant information. The other two proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with three proglide devices, using the pre-close technique, via a 6fr sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, with all three proglide devices during harvesting of the sutures, all of the sutures and knots pulled out of skin, no matter how the devices were adjusted. The sheath was upsized to 16fr and the tavi procedure was completed. Surgical intervention was performed to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The failure to deploy was not confirmed. The investigation was unable to determine a conclusive cause for the difficulty deploying the suture; however, additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report the following additional information was received: a surgical cut down was performed to repair the vessel and surgically achieve hemostasis. No additional information was provided.